Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed an abnormal high cycle count of 3453. Furthermore, log file analysis also revealed a high cycle count involving the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event may be attributed to communication error between the battery and the controller. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it had an abnormal battery count. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.